Event description:
This reported is being filed because clip delivery system (cds) 41023u136 became caught in the chordae and lacerated the anterior leaflet. Surgical treatment was performed and a biological prosthesis was implanted to replace the mitral valve, which is considered a permanent injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) 50114u132 was advanced and the clip was deployed without reported issue in the medial portion reducing mr to 2; however, there was residual mr present in the lateral portion. Reportedly, clip 50114u132 was attached to both leaflets and the mr was residual, not due to an issue or malfunction of the clip. The second cds 41023u136 was advanced; however, after crossing the mitral valve and retracting the clip toward the atrium to perform the grasping, it was impossible to move the device because the clip was blocked in a chordae of the anterior leaflet. Several maneuvers were performed to detangle the clip from the chordae and the clip was retracted back into the left atrium with the clip arms in the inverted position. It was noted that there was a laceration of the anterior leaflet, with severe mr. Cds 41023u136 was advanced again and deployed without reported issue; however, there was no reduction in mr due to the lacerated anterior leaflet. The decision was made to perform surgical treatment, during which the two deployed clips were explanted because a biological prosthesis was implanted to replace the mitral valve. There was no additional information provided.

Manufacturer narrative:
(B)(4). As the device was not returned, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents reported for difficulty removing the cds or clip becoming caught in the chordae. The reported patient effects of worsening mr and tissue damage are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.